Event description:
Customer reports the following: "problem: [beeping and will not stop.] Action: toubleshooting narrowed issue down to keypad. Resolution: replaced upper case kt for agilia vp mc nam from parts inventory. Verified issue resolved."reporting due to the referenced technical issue; no adverse effects or serious injuries were reported.more information is needed to complete the investigation.

Event description:
Device history record was reviewed and no event linked with the reported issue was found. Device history log was not reviewed because it is not provided. This complaint was registered from a service report submitted by the customer. The device was not returned to brézins for investigation as its repairation was carried out locally by technical team. Unfortunately after several requests, no history data/device/replaced part was returned to brézins for further investigation. Due to this lack of information, the investigation could not be performed and no root cause can be identified. The reported event is not confirmed. A CAPA was opened for defective keypad but as this event is not confirmed it cannot be directly linked to it. If further information are provided we will re-open the complaint and pursue the investigation. This complaint is considered as not confirmed. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.